Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation / migration'), pregnancy with contraceptive device ('pregnancy: birth - no complication'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping"), urinary tract infection ("bladder / urinary problems: (uti)"), fatigue ("fatigue"), tooth disorder ("dental probs") and migraine ("migraines"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and urinary tract infection outcome was unknown and the menorrhagia, blood loss anaemia, dyspareunia, dysmenorrhoea, fatigue, tooth disorder, migraine and weight increased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered blood loss anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pregnancy with contraceptive device, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for- dyspareunia, dysmenorrhea, menorrhagia, anemia), migration,fallopian tubes perforation, uti, fatigue, dental probs., migraines, weight gain. Discrepancy noted in insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) result: not provided. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received- case become incident and event injury was replaced with dyspareunia, and new event dysmenorrhea, menorrhagia, blood loss anemia, fallopian tube perforation / migration, pregnancy: birth - no complication, device ineffective, urinary tract infection, fatigue, dental probs., migraines, weight gain were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.